Event description:
I used renu with moistureloc contact lens saline solution from 10/01/05 thru 12/02/05. I was hosptalized on 12/03/05 and diagnosed with fusarium keratitis, and had to take anti-fungal therapy to avoid a corneal transplant surgery. Event did not abate after use stopped.